Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to ela medical (dated 11/06/2009), ela is filing this MDR at this time. Review of the electronic data and files received. (B)(4).

Event description:
The device involved in this MDR report was found in standby mode prior to use by a company rep (i.e. The device was still in its original packaging). Therefore, the device was returned to the manufacturer for analysis. No pt was involved.